Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that removal difficulty from guide catheter occurred. The target lesion was located in the right coronary artery. The 4.00mm x 24mm promus element plus stent was advanced and deployed to the lesion. The stent delivery system (sds) balloon was deflated post stent deployment however upon removal, the sds was stuck on the non bsc guide catheter. The physician was able to pull everything out and the procedure was completed with this device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the catheter was returned in two sections due to a break at the guidewire exchange port. The midshaft was stretched to a total length of 306mm measured from midshaft bond to port bond. The distal outer and proximal inner were stretched for 10mm at the break site. This indicates that significant tensile force was applied to the catheter prior to breakage. The stent had detached and was not returned as it was implanted. The balloon had been inflated and was filled with blood. This indicates a leak was present during the procedure. This is consistent with the break at the port occurring during the procedure. The balloon wings were not refolded. The distal inner was bunched up at the bicomponent bond. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).